Event description:
The safeset reservoir was being pulled back to draw blood. While the reservoir was being drawn back, the tubing connected to the blood sampling port detached. This gave an open area where blood was run out freely from the arterial line. The tubing was quickly reattached, and then changed out completely. I contacted ICU medical and was provided an email address. I will keep you updated.